Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum w/moist) issue. It was noted that there was moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: during investigation, the display was very dim at power up with audible and vibration. Due to the dark display, the buttons were unable to be testing. There was evidence of moisture corrosion in the battery compartment. A leak test failed due to a battery compartment leak.